Event description:
A report was received that the patient was explanted due to an infection. The infection was caused by the patient being non-compliant. The device was working properly prior to being explanted. The patient was given IV antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70, (B)(4), description: artisan 2x8 paddle lead (lim), 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to an infection. The infection was caused by the patient being non-compliant. The device was working properly prior to being explanted. The patient was given IV antibiotics and was reportedly doing well following the procedure.